Event description:
Event description cpi received information that the patient experienced a fast heart rate that satisified the programmed vt criteria. The arrhythmia was appropriately treated with atp therapy. However, the implantable cardioverter defibrillator (ICD) was unable to convert the patient's arrhythmia and he died.